Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that there were two low battery alarms and one replace battery alarms received that were missing from the alarm history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: a review of the black box and alarm history showed no evidence of low battery warnings or a replace battery alarm on the complaint date. The black box data at the time/date of the complaint does not warrant a low battery warning or a replace battery alarm. No battery cap or cartridge cap were returned. All testing was performed with test caps. The pump powered up with a test battery cap. A 24 hour basal program was run with a test battery cap. No reboots, loss of power, or call service alarms were duplicated. During investigation the pump voltage was lowered until the pump alarmed with a call service 177 low battery warning followed by a call service 128 replace battery alarm. A review of the alarm history showed both alarms were properly posted in the alarm history. The pump case was removed to find no evidence of moisture or loose components.